Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure? Were there any intra-operative complications? Other relevant patient comorbidities? Onset of pain and uti from initial surgery? When was the mesh erosion through urethra first noted by a physician? Mesh erosion diagnostic confirmation? Date and surgical findings of mesh removal surgery? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status after removal? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent an unknown gynecological surgery on unknown date and the mesh was implanted. It was also reported that the mesh eroded under the urethra. The patient experienced pain, utis and was taken paracetamol, but pain was 10/10 and the mesh was removed total at laparotomy and vaginal approach urethral reconstruction. Additional information has been requested.